Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/16/2019 to the present date 1/6/2021 and confirmed that this device was previously returned for servicing. On 08/12/2020 for the same customer reported issue, this shall be reviewed as part of part usage trending in complaint review board. There were no production failures indicated on the source device.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.